Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an integrity stent to treat a proximal/ostial lesion, no tortuosity and heavily calcified. Lesion was pre-dilated with a euphora. The device was removed from packaging per IFU and inspected, with no issues noted. Negative prep was performed with no issues identified. Resistance was encountered advancing the integrity device. It was reported that stent deformation occurred in vivo during positioning. The stent was deployed at high atmosphere and then an nc balloon was used ¿to tack up.¿ the physician delivered a second stent through the integrity stent after it was deployed and the final outcome was very good. The second stent was not to prevent patient injury, but to cover lesion that was missed with first stent. The stent ¿looked great¿ at the end of the case with no problems noted. It was suggested after reviewing the film that it appeared that a stent strut caught on calcium and folded over, however this was not confirmed. Physician described it as ¿the stent accordioned.¿ no patient complications were reported ¿ patient is fine.